Event description:
After surgery, a nurse was moving the light when the cupola detached from the spring arm. The light head was retained by the cables. There was no pt in the room, and no injuries were reported. (B)(4).

Manufacturer narrative:
This report is submitted as the 3000 series light shares a common design with devices marketed by maquet in the united states. The hanaulux 3000 series is not sold in the united states. A maquet maintenance tech visited the hosp and found that the front pivot of the spring arm was broken. He replaced the spring arm with a new one and returned the unit to service. The maquet tech offered to inspect all similar units at this facility and recommended a preventative maintenance contract with maquet. The customer has not responded to the offer. Maquet is not the primary service provider for this device. Maquet service last inspected these lights in 2010 and found no issues. During the 2010 visit, the customer was instructed that the hanaulux 3000 series requires an annual inspection of the spring arm as part of its preventive maintenance program. (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.